Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6)2017, that on (B)(6)2017, the patient experienced a hypoglycemic event. The patient was asleep and experienced an extreme low which caused the patient to have a seizure. The patient's parent intervened and woke up the patient. The patient's parent gave the patient maple syrup until they were stable. It was reported that they received a delayed alert from their receiver. The receiver was set to 70 mg/dl for low alerts. It was indicated that the receiver did not alert for 7 minutes until the patient's parents medically intervened. At the time of event, the patient recovered to baseline. No additional event or patient information is available.